Event description:
Caller reports meter and base have an electrical short while using the inform system. Caller reports there are smoking and melted plastic and a black substance on the pins. Caller reports meter and base were taken out of service. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.